Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during implantation of an intraocular lens (iol) there was scratch on the lens. There was patient contact. Additional information was requested.

Manufacturer narrative:
The lens was returned in an opened non-company peel pouch. Solution was dried on the lens. The optic was torn/split/cracked and cut into multiple pieces, typical of insertion and removal. The returned cut optic portions have multiple scratches and deep scrape marks on the anterior and posterior sides of the lens. A large portion of cut optic lens material is missing (not returned). Qualified associated products were indicated. The viscoelastic indicated is not qualified for the product combination used. The root cause for the reported complaint appears to be related to failure to follow the IFU(instructions for use). The file indicated the use of a viscoelastic that is not qualified for the product combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating there was no patient harm.